Event description:
It was reported that pump stopped working and powered off while customer was in a cold environment, specific temperature not provided. There was no reported impact to the customer¿s blood glucose level. Customer did not initially take any action, but once inside a warmer area pump started working again, and customer reloaded cartridge and resumed insulin delivery.